Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure using ruby coils, it was reported that a ruby coil pusher wire became kinked upon removal from the packaging. The damage to the ruby coil occurred prior to use and therefore the coil was not used in the procedure. The procedure was completed using additional ruby coils.